Manufacturer narrative:
The customer¿s complaint that the tubing set with hole that leaked could not be confirmed because the product was not returned for failure investigation. A photo was provided to show the product model but the entire set was not visible and therefore could not be evaluated for the reported issue. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the tubing set had a hole that leaked during the priming process. There was no patient involvement associated with this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested but not provided.

Event description:
It was reported that the tubing set had a hole that leaked during the priming process.